Event description:
The customer reported the device had a bad external battery. The field service engineer (fse) confirmed the reported problem. The external battery failed testing. The fse replaced the external battery to correct the findings. The customer reported no patient involvement, no patient harm. Final applicable testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.